Event description:
A customer reported that they were unable to use defibrillator pad m3718a with a philips heartstart fr3 in a resuscitation attempt. The customer reported that the patient died. Philips requested information from the customer about patient involvement but no information was provided. The customer reported that a defibrillation attempt was aborted after pads compatible with the device were not available. Asystole was detected after another device was used on the patient. No ECG strips or case events files related to the event were provided by the customer. A philips field service engineer (fse) did not evaluate the device. Additional information was requested but not provided by the customer. Customers were informed in august 2015 that m3718a defibrillator pads were not compatible with the fr3. That publication has been attached to the complaint file.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that a patient could not be resuscitated for 5 minutes because the plug of defibrillator pad was not suitable to a philips heartstart fr3. It was reported that the patient died. Additional details have been requested.